Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer was unable to update the pump. Reportedly, when the customer was on the "pump reboot" step of the update process, the pump would not continue past the "entering ID" stage. During troubleshooting, the customer attempted using multiple computers; however, the issue was not resolved. There was no information provided regarding the customer's blood glucose level.